Manufacturer narrative:
This report was reassessed as not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction. There is no indication of the malfunction, crack in the device, leading to a serious injury or death. Additionally, a detailed search of similar incidents and risk documentation indicated that the highest severity level of reported events involving a crack in the device is negligible harm to the patient not requiring medical intervention. Therefore, heightened patient risk as a result of the reported failure mode is not indicated.

Event description:
There is no new patient or event information to report.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation. Event description: a event was report involving an ureteral dilator. When the user opened the device package, it was noticed the dilator had a crack in the middle of its length. The device did not make patient contact. A second device was used to complete the procedure. The complaint device was discarded after the procedure. A document-based investigation was performed including a review of complaint history, device history record, specifications, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. The complaint device was not returned for evaluation as it was discarded after the procedure. A photograph provided by the customer shows a crack in one of the dilators included in the set, confirming the reported failure mode. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows one additional complaint associated with the complaint device lot. Based on available evidence, the investigation determined the device became damaged after opening, suggesting the device was mishandled by the user. An additional complaint for the same lot number from the same customer was initiated for torn packaging. These events are not likely related as the device packaging for the device referenced in this complaint was indicated not to be damaged. There is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, upon opening the package of a ureteral dilator, the user found a crack in the middle of the product. Another device was used to complete the procedure. There was no impact to the patient.